Manufacturer narrative:
Device was examined by accomplishing functional checks according to defined test procedures in the dmta service guidelines. All results showed that the device was found to be in compliance with dornier specifications. Hematoma is listed as a potential adverse effect and complication in the compact delta operating manual.

Event description:
Patient hematoma was reported.